Manufacturer narrative:
Investigation summary: bd implemented a thorough investigation following our corrective preventative action protocol. This was opened for a trend in reports of ¿needle clogged / blocked¿, ¿aspirate / draw (cannot / difficult)¿, and ¿needle bent¿. All three of these issues have the same net effect: temporary interruption of flow of insulin into the reservoir. Based on the investigation, these issues appear to be related to the use case which involves drawing insulin from a vial into a syringe and then filling the reservoir of the insulin pump via a small port off the body in an iterative process, utilizing existing / ¿off the shelf¿ products rather than a product designed for this use. Bd products are designed to be single use, and because this is an "off the shelf" product, bd specifications do not take into account any requirements specific to the tandem use case. The investigation concludes the complaints are related to the use case and not due to a product nonconformance.

Event description:
It was reported that 2 bd precisionglide¿ needles experienced the needle and syringe being unable to connect, resulting in leakage. The following information was provided by the initial reporter: caller reported that her needle/syringe combination blew apart when she was trying to depress the plunger in the air removal step. Caller reported that the insulin in the syringe completely leaked out of the syringe after that happened. Caller stated that she attempted to use that same needle/syringe combination again to complete the process of filling a cartridge, but that she then experience resistance when pulling the plunger while the needle/syringe combination was outside of the cartridge. Did issue cause any injury? - no did customer require medical intervention? - no.